Event description:
This complaint is being reported as a malfunction due to the alleged inaccurate remaining insulin calculation. Reportedly, after the patient loaded 195u and primed 11u, the remaining insulin showed 176u. When the subject pump filled the cannula, it showed 188u remaining. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint. This complaint is being reported due to the alleged inaccurate remaining insulin calculation issue.

Manufacturer narrative:
(B)(4):the pump prime history did not show 11 units of insulin primed on the pump on the reported event date of (B)(4) 2012. The ezprime operation was performed with no issues noted. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed on the pump and both were correctly calculated. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2012 for the following reason: evaluation conclusion code was corrected from 43 to 48 due to the the display issue noted during investigation was unrelated to the reported complaint.